Manufacturer narrative:
Additional information: d9, g3, h3, h6, h10. The reported event of high defibrillation impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
Correction: both the leads in this case were not implanted due to high defibrillation impedance.

Manufacturer narrative:
Correction: b5, h6.

Event description:
Related manufacturer's reference number: 2017865-2021-31864. It was reported the patient presented in the hospital. During the implant procedure, the right ventricular lead could not be implanted. The lead was explanted, and another lead was also implanted unsuccessfully. A third lead was implanted successfully. The patient was in stable condition.